Event description:
It was reported that a clinical failure was identified in one case. Initial surgery was performed on 2008, and 3 weeks after patient started with infection around the sutures therefore 5 months after the surgery patient was treated with debridement, partial meniscectomy and intravenous antibiotic therapy. Patient could perform daily tasks at the last follow-up after partial meniscectomy.

Manufacturer narrative:
The part number and lot number were not provided. Product was not available. At this time, there is no objective evidence to suggest a direct link between the post-operative condition and product used during the procedure. Physical evaluation, investigation, conclusions, complaint history, DHR/batch/lot, labeling and risk management reviews were unattainable without a valid lot number and product code provided. If objective evidence or relevant information becomes available to assist with evaluation, the complaint will certainly be revisited. No further actions required at this time.

Event description:
It was reported that a clinical failure was identified in one case. This was caused by an infection around the sutures that was treated with debridement, partial meniscectomy and intravenous antibiotic therapy. Patient outcome is unknown. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.